Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Device logs were reviewed on 3 january 2026 and showed no issues with the device powering on using auxiliary power or batteries. The device was received without the batteries or auxiliary cable used during the reported event, and the customer's report could not be reproduced. As the specific batteries used during the event could not be identified by the customer, they were not available or provided for evaluation. The device passed all functional testing and no device malfunction was identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.